Manufacturer narrative:
Stress fractures on the fowler assembly.

Event description:
It was reported by service report that the cot had stress fractures on the fowler assembly. No patient involvement or adverse consequences are reported.